Manufacturer narrative:
Patient ID is too long. It should be read as: (B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for cervical spine procedure. It was reported that intra-operatively, the spin from the imaging system would not transfer to the navigation system. The navigation system showed a green bar, but the exam would not auto-transfer, and it failed to push the exam as well. The site pulled in a different navigation system and took a new spin and were able to proceed with the case. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. There was no visible damage to the bulkhead connector, and the system was often used to transfer to and from electronic picture archiving and communication systems (pacs). O-arm complaint is under (B)(4).